Event description:
While performing other repairs, a physio-control field service representative observed a burned component, believed to be a diode, designator cr22, on the therapy pcb of the device. No failure to defibrillate was observed. There were no reported of patient use associated with this failure.

Manufacturer narrative:
(B) (4). Physio-control further evaluated the device. The therapy pcb assembly was replaced and then proper operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that a capacitor, designator c14, and not diode cr22 as originally reported, was actually the burned component and was also shorted. These two components are adjacent. Capacitor c14 is tied to the main 12-volt line for the device. While shorting, the device would have been prevented from delivering appropriate therapy; however, after it was completely shorted, normal operation returned.